Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to pass the catheter past the tip of the needle. This occurred 2 times on the same patient. The physician said the needle was placed correctly because they had flow back. They thought it was a defect in the needle maybe.